Manufacturer narrative:
Patient sex and patient weight were not provided. The unit has not yet been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the inspire 6 dual hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that an increase in the premembrane pressure of inspire 6 dual oxygenator was detected at the beginning of an ecc procedure. The device was replaced in order to continue the procedure. There was no report of injury for the patient. On february 4th, sorin group (B)(4) became aware that the user facility had submitted a report to the local competent authority. This medwatch report is being filed in response to this action. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. The investigation is on going. A follow-up report will be sent when the investigation will be completed.

Event description:
Sorin group (B)(4) received a report that an increase in the premembrane pressure of inspire 6 dual oxygenator was detected at the beginning of an ecc procedure. The device was replaced in order to continue the procedure. There was no report of injury for the patient.

Manufacturer narrative:
MFR report number: the report number indicated in a previously filed follow-up report (follow-up #1, filed february 29, 2016) was incorrect. The report was filed as 9680841-2016-00497 follow-up #1. The correct report number is 9680841-2016-00107. This report and all future reports relating to this complaint will contain report number 9680841-2016-00107.

Manufacturer narrative:
The alert date contained in the initial report was incorrect. The event was made reportable after receiving a notification on february 4, 2016 that the customer reported the event to the local competent authority. The correct alert date for the initial medwatch report is february 4, 2015. This report was originally submitted on february 29, 2016. However, on march 4, 2016, it was discovered that this report was erroneously filed as 9680841-2016-00497 follow-up 1. A second follow-up report was submitted on that day (march 4, 2016) to clarify that the report number should be 9680841-2016-00107. In order to provide a full sequence of reports with the correct report number, the decision was made on december 29, 2016 to resubmit the report with the corrected report number.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the inspire 6 dual hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an increase in the premembrane pressure of inspire 6 dual oxygenator was detected at the beginning of an ecc procedure. The device was replaced in order to continue the procedure. There was no report of patient injury. The complained oxygenator was returned to sorin group (B)(4) for investigation. Visual inspection and autopsy of the returned oxygenator revealed the presence of residual biological traces. Samples were taken to perform a histological analysis. The results of the histological analysis showed that the deposits were mainly constituted of red and white blood cells entrapped in a fibrin net. Additionally, an amorphous substance, likely formed by platelet aggregation and/or plasmatic proteins, was also identified in several samples. An analysis of the pump record with a predictive model could not be performed, as the pressure parameters were not reported in the pump record. Sorin group (B)(4) has concluded that the event was caused by blood activation, which induced an increase in the premembrane pressure. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported issue. The product was manufactured in accordance with the defined specifications. Although the frequency of this type of issue is low, sorin group (B)(4) has initiated a CAPA to investigate possible triggering factors.